Manufacturer narrative:
The failure investigation has been completed and the alleged rack pushrod and cartridge change error issues were verified. Based on the analysis, the alleged fill estimate issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 300 units of insulin. Subsequently, it was reported that a cartridge change error occurred. Contact alleged that an o-ring was on the pneumatic tap. Reportedly, the contact inadvertently removed the rubber gasket on the rack push rod, after it was mistaken for the o-ring. Customer's blood glucose level was 155 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.